Manufacturer narrative:
(B)(4). Catalog number updated to cds01st. (B)(4). The device remains in the patient and was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system. Review of the device history record found no non-conformances that would have contributed to this event. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. After filing the initial MDR, additional information received indicates the physician assessed the increased mr as being unrelated to the mitraclip device. With this new information, this event is not MDR reportable.

Event description:
Subsequent to the initial medwatch report filed, additional information was obtained:per the study physician, the increased mitral regurgitation was unrelated to the implanted mitraclip.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to increased mitral regurgitation (mr) approximately 4 years post device implantation. It was reported that on (B)(6) 2010, one mitraclip was implanted in a patient with degenerative mitral regurgitation (mr), reducing the mr from 3+ to 1+, without a reported device malfunction. On (B)(6) 2014, moderate to severe mr was noted. The study physician assessed the increased mr as possibly related to the implanted clip. There was no treatment provided and the increased mr resolved on (B)(6) 2015. There was no additional information provided.